Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the nebulizer would not mist once it was connected to the nebulizer machine. The reported defect was discovered prior to patient use. The doctor had to change to another one for the treatment. No patient injury reported.